Manufacturer narrative:
Device evaluation: g1, g3, g6, h2, h6, and h11. Results of investigation: a circuit test was performed, and the uut was allowed to cycle for 20+ hours with previous user¿s settings. While cycling the uut was found to function to specification with no alarms or warning messages. Power was cycled on and off 5 times and each time booted up and shutdown successfully with no issues, ventilation alarms, or warning messages.

Manufacturer narrative:
Vyaire medical file identification: (B)(4) h3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator giving tidal volume alarm that could not be silenced with a blue screen. Unknown patient involvement or patient harm.